Manufacturer narrative:
Additional information was received indicating there was no patient involvement, the issue was found during testing.

Manufacturer narrative:
One cadd legacy pca pump was returned for analysis in good condition. The accuracy test was performed on the pump and the user's report of "over infusing" was duplicated. The reported "over infusing" problem was duplicated. Running production accuracy tests gave results of +8.10%, +5.23%, and 4.31%, all outside internal spec of +/-3.0%. One reading was outside the +/-6.0% of the published specification. The expulsor will be trimmed to bring the pump into a nominal delivery range.

Event description:
Information was received indicating that a smiths cadd-legacy pca pump was found to be over infusing. There was no reported serious injury to the patient.